Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The lesion location is unknown. The shaft of the unknown size liberte stent broke during use. No patient complications were reported. Patient status reported as "fine". Additional information was requested but not provided.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the "long sequential stenosis" being treated was located beginning in the non-tortuous mid saphenous vein graft (svg) to the circumflex (cx). The lesions were 70% stenosed proximal and 80-90% stenosed distal. The lesions were not predilated. The physician deployed a 5.00x32mm veriflex stent in the distal portion. A second 5.00x32mm veriflex stent was deployed in the proximal portion of the stenosis. Upon removal of the stent delivery system, the shaft fractured approximately 20 cm from the distal end of the balloon.